Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was performed via retrograde approach; no apparent device or packaging damage was observed prior to use. One device was used. Angiography confirmed appropriate femoral artery anatomy, including a sheath angle of 30¿45 degrees, artery diameter = 5 mm, and no significant calcification, plaque, stents, or stenosis greater than 50 percent near the puncture site. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. Details of the introducer sheath were not provided. No difficulty was experienced when connecting the vascular sheath introducer with the 7f exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The 7f exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the device was received in full window transition, and the device was fully deployed. The cause of the reported issue could not be determined, especially since the condition of the device received did not match the event reported, as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was performed via retrograde approach; no apparent device or packaging damage was observed prior to use. One device was used. Angiography confirmed appropriate femoral artery anatomy, including a sheath angle of 30¿45 degrees, artery diameter = 5 mm, and no significant calcification, plaque, stents, or stenosis greater than 50 percent near the puncture site. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. Details of the introducer sheath were not provided. No difficulty was experienced when connecting the vascular sheath introducer with the 7f exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The 7f exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
Lot number is unknown; therefore, UDI number is not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected data: device was returned on 28-aug-2025 to the manufacturer.